Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:during testing, the pump was programmed on a 1 unit per hour basal rate and exercised for 24 hours. There were no unprogrammed bolues delivered or recorded in the pump¿s history during testing. A 10 unit normal and 10 unit audio bolus were both performed successfully and were accurately recorded in the pump¿s history. The keypad buttons were tested and no hyper sensitivity was observed. Unrelated to the complaint, the pump powered on with a discolored display screen. A test screen was installed and displayed normally.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that the pump delivered bolus insulin randomly throughout the day resulting in blood glucose (bg) of 53mg/dl with symptoms of disorientation. The patient was said to have consumed oral carbohydrates and the bg resolved to normal range (94mg/dl at the time of the call) a short while later. This incident does not meet the definition of an adverse event. During review of the pump, the reporter claimed that the bolus history showed six bolus deliveries between 10:25am and 12:28pm, of which one was cancelled. Of the six boluses, one bolus was programmed from the meter remote, and five boluses were from the pump. The reporter stated that the patient usually boluses from the meter remote. In addition, the reporter said that the patient did not program or deliver these boluses. This complaint is being reported because of the allegation that the pump delivered bolus insulin without user intervention.